Manufacturer narrative:
(B)(4). The hill rom service rep evaluated the customer returned unit and could not duplicate the reported issue, no root cause of failure was identified.

Event description:
The customer reported the map on this unit does not seem stable. They were able to do the circuit calibration at one point fine as well as the performance check. She then said that when they started to put in patient settings the map dropped and wouldn't stay stable at all. They tried another circuit and the same thing happened and at that point couldn't even get the calibrations to come in etc. Patient involvement is unknown.